Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a sacrospinous ligament fixation and prolapse repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon releasing the device, the suture broke inside the patient. Reportedly, when using too much pressure, it likely cuts the suture which was the warning given to the physician. The procedure was completed with the same capio device but with a different suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.